Event description:
It was reported that during engineering evaluation it was discovered that the motor device cord was pulled away from the swivel. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and confirmed the reported condition. The assignable root cause was determined to be due to mis-handling of the device by exerting extreme force on the cord during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.